Event description:
Customer reported a malfunction alarm occurred during a hot weekend while doing yard work, potentially exposing the pump to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully reset it, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears.